Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was implanted into the patient's right eye and removed due to refractive error. The lens was removed and replaced with the zlu150 lens with 19.5 diopter.in the same procedure. No other information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/8/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected and no further issues were identified. Conclusion: the complaint issues were not identified during product evaluation. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.